Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as patient made an unspecified mistake. On an unknown date, the patient was hospitalized for the event and was treated with vancomycin injection (1 gram, ongoing, route and frequency was not reported) and ceftazidime injection (1 gram, ongoing, route and frequency was not reported) for peritonitis. The same day as receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.